Manufacturer narrative:
This report is to follow up with maude# mw5317732. We have reported this incident under MDR 2027111-2016-00030 & medwatch# (B)(4). Please refer to our final report dated march 11, 2016. All context has been verified with customer.

Event description:
Maude# mw5317732. " kii balloon blunt tip system did not inflate."

Manufacturer narrative:
(B)(4). No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. (B)(4).

Event description:
Robotic lap nephrectomy - "fixation balloon would not inflate." Patient status - "facility indicated 'no harm to patient." Medwatch report: robotic assisted laparoscopic bilateral periaortic lymph node dissection and left pelvic lymph node dissection, cystoscopy - " kii balloon blunt tip system did not inflate."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering inflated the balloon, and it was determined that the leakage was caused by a hole in the distal edge of the balloon. A scratch was found on the tubing above the balloon; however, there was no leakage from this location. During the manufacturing process, all kii balloon blunt tip trocars are thoroughly inspected and leak tested for functionality and performance prior to packaging. Based on the evaluation of the returned product, this incident most likely resulted from contact to the balloon with a sharp instrument or object. Any type of interaction with a sharp or abrasive object can compromise the integrity of the trocar balloon. The instructions for use states, "do not allow sharp instruments or objects to come into contact with the balloon. Use caution around metal clamps, staple lines and during secondary port placement." In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.